Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hospital experienced some difficulty inserting the device into the incision and the balloon on btt burst while the harvester was bisecting. Nothing fell into the pt. The procedure was completed by using an accessory kit. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).